Event description:
Same case as MDR ID 2134265-2014-06419, 2134265-2014-06420. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter. During the procedure, the physician attempted automatic pullback and image was able to appear but the motor drive stopped during pullback. No patient complications reported and patient's condition is good.

Manufacturer narrative:
Age at time of event: under 18 years. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).